Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The device was received at the service center for evaluation. Per service manual operational and diagnostic analysis confirmed reported issue (scope fogs up while inside of the patient). The service center found that the device is not repairable. It was replaced with a new scope. The testing of the unit was completed per the service manual. The root cause for the reported failure was not determined. At this time, no corrective action is required, and no further action is warranted, as the device is not repairable. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary ==> the device was received at the service center for evaluation. Per service manual operational and diagnostic analysis confirmed reported issue (scope fogs up while inside of the patient). The service center found that the device is not repairable. It was replaced with a new scope. The testing of the unit was completed per the service manual. The root cause for the reported failure was not determined. At this time, no corrective action is required, and no further action is warranted, as the device is not repairable. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the arthsco,4/140_30_qik/strkr hub device got foggy all of a sudden. According to the report, the issue occurred when the scope was put inside the joints. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.